Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73e2400257 manta 18f indicated no non-conformities related to this lot, supporting that the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following placement of the edawards sapien 3 26mm valve, activated clotting time measured 269 sec, heparin and protamin were administered, and an 18f manta was deployed to the measured depth for closure. A post-deployment angiogram indicated an occlusion, and the manta anchor was not positioned correctly within the vessel. Ptca balloon inflation was applied for 20-30 seconds, and vessel flow was fully restored without issue. The root cause of the occlusion requiring surgical intervention is likely to contribute to the anchor being malpositioned. There appears to be no product quality issue concerning manufacture, documentation, or labelling. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "vessel occlusion post manta deployment. Pta balloon 7x60 used; inflated for about 20-30 seconds. Vessel flow fully restored post balloon inflation. No issues." Additional information: "during a tavr procedure, central access was gained in the right common femoral artery. Vessel size was 7.5mm. Measured depth for the manta was 4+1. Act was 269, both heparin and protamine were administered during the procedure. There was no reported patient harm or consequence."

Event description:
It was reported that: "vessel occlusion post manta deployment. Pta balloon 7x60 used; inflated for about 20-30 seconds. Vessel flow fully restored post balloon inflation. No issues." Additional information: "during a tavr procedure, central access was gained in the right common femoral artery. Vessel size was 7.5mm. Measured depth for the manta was 4+1. Act was 269, both heparin and protamine were administered during the procedure. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). UDI will be provided with the follow up report.